Event description:
Event description guidant received information that during the attempted implant of this left ventricular lead, the patient had a drop in blood pressure and went into ventricular fibrillation. The patient's chest was opened and a dissection was repaired. The patient was initially sent to the intensive care unit, but later died.